Event description:
It was reported that during a unknown procedure, the staples seemed to be prominent at the proximal end of the staple line as the instrument was being clamped down. We changed the staple to a new reload. We then proceeded to clamp down ready to staple. The staples were showing again, also the surgeons noted the gun didn't look clamped down properly. The surgeon then proceeded to staple and divide. The gun did not function properly, the staple line was definitely not up to standard, we changed the complete tlc 75 and proceeded without further problems. There was damage to tissue. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle. The analysis results found that the tlc75 device was received in good visual conditions and with a cartridge reload loaded in the device. The cartridge reload had the proximal 32 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.